Manufacturer narrative:
Additional MFR narrative.

Event description:
A female patient was operated of colon resection. During this operation a colotomy was performed in order to introduce the circular stapler and to do the anastomosis. The ta device was used for the colotomy. On 2nd april re-operation was performed because the patient complained about respiratory problems and stool content leakage. It turns out the staple line was open. Current patient condition details have been sought. The device was discarded and not available for examination.